Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7106240 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7106667 UDI: (B)(4).

Event description:
It was reported that the patient had inadequate pain relief and the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient had inadequate pain relief and the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information could be obtained despite good faith efforts. Additional information was received that the explanted device components were discarded by the medical facility. There were no reported complications postoperatively.